Manufacturer narrative:
To date the device has not been returned to medtronic inc. For evaluation. Further information has been requested from the hcp.

Event description:
The patients interstim neurostimulator system was explanted due to a wound infection.